Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision open reduction internal fixation(orif) was performed on (B)(6) 2016 due to a broken 4.5mm titanium narrow locking compression plate on the right tibia. The date of the original implant to repair a mid-shaft tibia fracture is unknown. Explanted hardware included the broken plate and approximately ten (10) 5mm locking screws which were removed fully intact. The revision construct included a new titanium narrow locking compression plate with two additional holes and a combination of cortical and locking screws. The procedure was completed successfully, and the patient's postoperative condition was stable. This report is 1 of 1 for (B)(4).